Event description:
On 3/6/97 the account reported an erratic result for a platelet count, which was given from the cell-dyn 1700 hematology analyzer. A result of 397,000 was reported for a pt who has a history of thrombocytosis. The sample had given "h" flags on the histogram for the pt's wbc and differential, but did not give a flag for the platelet count. The account did not verify the differential or the platelet count with a stained smear of the specimen. According to the account, the pt was going to start treatment for thrombocytosis on 3/11/97, but it was withheld because of the 3/6/97 result. The pt had a second sample drawn on 3/11/97 and the instrument flagged the platelet count result as being "high". The account sent the sample out to a reference lab and a result of 1,081,000 was given. Pt outcome has not been provided by the account. No report of injury.